Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/04/2019. The manufacturer¿s international service technician confirmed the reported pressure issue. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Failure analysis of the returned part indicates conclusion: the customer returned data acquisition (da) board was tested and no failures were identified.

Event description:
During periodic maintenance, the manufacturer¿s international service technician noted that the device failed the pressure accuracy test (pvt test 4) at the 1hpa setting. There was no patient involvement.